Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/45 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: use of angiovac device in debulking endocarditis vegetations before lead extractions. European heart journal - case reports. 2025. 9, ytaf239. Doi: 10.1093/ehjcr/ytaf239. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the debulking of lead vegetations with a vacuum-assisted device for patients with cardiovascular implantable electronic device (cied) related infections. The authors described one patient who presented with acute hypoxic respiratory failure. Computerized tomography (CT) angiography of the chest showed signs of septic emboli. The patient went into septic shock and multiorgan failure. Blood cultures grew methicillin-sensitive staphylococcus aureus (mssa). Transesophageal echocardiogram (tee) showed multiple vegetations attached to one of the leads. The patient was treated with intravenous (IV) antibiotics then underwent debulking of vegetations prior to the explant of the implantable cardioverter defibrillator (ICD) and leads. Another patient presented to the hospital due to presyncope, weakness, and fever. Labs were significant for leukocytosis and acute kidney injury, and blood cultures were positive for mssa. Tee revealed vegetation attached to the lead. The patient was diagnosed with device-related endocarditis and underwent debulking of vegetations prior to the explant of the ICD and lead. The other patient presented with gastrointestinal complaints and fever. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). Vegetation was noted on one of the leads and they were diagnosed with device-related endocarditis. The patient underwent debulking of vegetations prior to the explant of the implantable pulse generator (ipg) and leads, along with IV antibiotics. The status of the devices and leads is unknown. No additional adverse patient effects were reported.